Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient underwent surgical intervention for an issue reported under MFR report#: 1627487-2021-00712 and MFR report#: 1627487-2021-00713. During the surgical procedure, the physician was unable to place/implant the new drg lead intended for use due to the patient's anatomy. As a result, the physician decided to abandon the procedure which resulted in not implanting the lead intended for use and explanting the patient's ipg. There were no allegations against the patient's ipg prior to explant of the device.